Event description:
The customer reported that the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced, the files were loaded, and the images were retrieved. The system was tested and found to be working as intended and put back into service.